Manufacturer narrative:
Analysis was performed by bench repair personnel which included efforts to reproduce the reported issue. During analysis, the reported problem could not be confirmed, as the speaker produced audible sound and functioned as intended. Based on the investigation results, the alleged malfunction was not replicated or verified. The speaker was replaced as part of the repair process, and the device was returned to the customer. A review of the service history for this device determined that no subsequent complaints related to this issue have been reported.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping monitor indicating that the device displays a speaker malfunction error message and there was no audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.